Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a foreign body identified from a fractured tracheostomy tube. It was observed that there was separation of the tracheostomy wing and cannula dislodgement. The patient developed signs of respiratory distress and oxygen saturation was ~80%. A chest radiograph was required to locate the dislodged cannula which had migrated into the right main bronchus. The patient was transferred to the operating room. During preparation for bronchoscopy, the patient¿s oxygen saturation decreased to 70%¿ 65%. It was decided to perform a vertical midline incision at the preexisting stoma for direct access to the dislodged material. The cannula was successfully dislodged and a new size 5 tube was inserted to reestablish the airway. The oxygen saturation level returned to the baseline level. Fractured tracheostomy tube as a foreign body in a pediatric patient: a case report and review of literature kadasah s.k., alshammari a.m., alharbi n.s., alshehri i.s., alasiri r.y., al qahtani a., al shahrani a.s.